Event description:
Boston scientific received information that during the routine device replacement, the pacemaker setscrews were loosened and the right atrial (ra) lead was easily removed from the device. This right ventricular (rv) lead was pulled, but was not removed. The conductor coil appeared to become stretched. The pacemaker header was intentionally damaged with a tool so the rv lead could be pushed out from the back side, and the rv lead was then removed. The rv lead was tested on the pacing system analyzer (psa) with good measurements noted, then was connected to the new device, again with acceptable lead measurements. The chronic leads remain in use with the new device. No adverse patient effects were reported.

Manufacturer narrative:
The explanted device was not expected to be returned. The leads remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.